Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie had failed to recover. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device used in this incident, it was determined that the cubie had failed and would not recover. A field service engineer (fse) found that the full-height cubie, auxiliary b3, could not be recovered. In the test application, all of the cubies in the drawer could be opened and ejected without creating an error or failure. The fse reseated the row board cable. The system functioned as intended after the field service engineer repaired the device.